Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was noted to be dull during surgery. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that an alternate knife was obtained in order to complete the procedure.

Manufacturer narrative:
On the regulatory report initially submitted, lot specific review information should have been included as it was available to provide. This report serves to correct that missing, additional information. A review of the related device history record (DHR) for the reported lot number has been performed. According to the device history record reviews, an anomaly was found that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates no additional complaints of the provided lot number for the reported complaint issue. (B)(4).

Manufacturer narrative:
No knife sample has been returned to manufacturing for evaluation for the report of being dull therefore, the condition of the product could not be verified. Photos are attached to the parent complaint and have been reviewed by the investigation site. Packaged product can be seen in the provided photos. The item number and the lot number in the photos match those provided in the complaint. Details of the knife cannot be seen in the photos therefore, no manufacturing defects can be seen on the product. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).